Manufacturer narrative:
UDI (B)(4). The catheter was evaluated and the following observations were noted. The sutures were attached to the catheter material. The device passed electronic, noise linearity/hysteresis and signal drift tests. Review of the history device records was not possible as the lot number was unknown. The complaint failure could not be confirmed. No further investigation or corrective action is anticipated.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous affiliate that after the microsensor was implanted into the patient and was connected with the icp, the pressure reading was 99hgmm. While at that time, the patient was in normal situation. Then the physician changed with another icp, the pressure showed was still 99hgmm. Therefore, the physician stopped monitoring and suspected the microsensor was with problem and detected the wrong pressure reading. The event occurred during the procedure and there were no delays and no adverse consequences.